Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 598 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include dehydration, vomiting and nausea. The patient reports they were near the mountains and their controller was unable to communicate. The patient applied a new pod. Once at the hospital the patients pod was removed and the patient was treated with manual insulin. The patient was provided motrin for pain. The patient was released from the hospital the same day. In addition the patient reports their doctor had prescribed zofran for use for vomiting after this event. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.